Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received motor error and no delivery alarm. No delivery alarm troubleshooting was performed. The customer's blood glucose was 230mg/dl at the time of incident. The customer stated that they tried to rewind the insulin pump after the motor error and received no delivery alarms four times. The customer was unable to continue troubleshooting. The insulin pump will not be returned for analysis.